Manufacturer narrative:
D4: unique identifier (UDI) #: the lot number (10) is unknown; therefore, the UDI number only will contain the device identifier (01). The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the leak. Pressure and clear passage under water testing, and priming were performed on the sample; the device was found to be within the product specifications. A simulated usage test was performed over two (2) days and no issues were observed. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the spike of a clearlink system continu-flo solution set kept slipping out of the port of a non-baxter solution bag, resulting in leakage. This occurred while the solution set was infusing vancomycin (1.25gm per 250ml) for the patient. When the nurse grabbed the bag to look at it, the spike completely fell out. The issue was further described as, "more leaked out than infused". There was no report of patient injury or medical intervention associated with this event. No additional information is available.